Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received per social media that the patient was having infection. It was noted that the patient¿s lead eroded and the patient¿s ipg was not charging. The patient underwent an explant procedure.